Event description:
The hospital reported the following event: fracture of the gamma nail implanted on (B)(6) 2014. Revision procedure for extraction of the broken nail and implantation of a plate and screws on (B)(6) , 2014.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed the received trochanteric nail kit, ti gamma3 ø11x180mm x 125° to be the primary product. No further associated products were reported. Deficiency in material or manufacturing of the affected nail was not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a male patient ((B)(6)) was treated with a trochanteric nail due to an intra- trochanteric fracture of the right femur on (B)(6) 2014. After approximately 10 weeks the nail broke. The received nail was completely broken in the webs of the proximal drill hole for the lag screw. Referring to the topography of the breakage surfaces of the webs ¿ lines of rest running from lateral towards medial and missing plastic deformation ¿ it was concluded that the nail broke in fatigue manner. Mechanical damages and significant drill marks at the lateral edge as well as inside the proximal drill hole of the anterior web had been caused by contact with the step drill. Such damages may cause additional notch effects. In this case it could only be assumed that the drill marks had initially reached into the level of the incipient crack. Significant material deformation of the inferior edge of the proximal drill hole and of the distal drill hole at medial were identified as bearing points between nail and lag- / locking screw - indicating that significant high axial load bearing must had been applied to the implants postoperatively. The appearance suggested that recommended partial load bearing had been exceeded. The affected implants are designed to withstand permanent normal loads during the implantation period, i.e., the implants must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. General aspects: the broken nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage during the implantation period. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. Referring to above appearances of the breakage surfaces it could not be excluded that sudden stumbling or even a fall had contributed to the final separation of the nail. Based on the above it could be ascertained that the nail breakage was not linked to a deficiency of the device. Referring to available information a more precise statement was not possible from a technical point of view. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. No non-conformity was identified.

Event description:
The hospital reported the following event: fracture of the gamma nail implanted on (B)(6) 2014. Revision procedure for extraction of the broken nail and implantation of a plate and screws on (B)(6) 2014.